Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During the procedure on the right lumbar, a patient burn occurred. The patient complained of burning and the procedure was abandoned. When the grounding pad was removed there was reddened skin and blistering. No treatment was necessary to treat the burn.